Manufacturer narrative:
Update: lot code. An event regarding disassociation involving a metal head was reported. The event was confirmed following completion of a mar and review of medical records by clinical consultant. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated. "The articulating and distal surfaces of the head are shown in figures 7 and 8, respectively. Damage was observed on the distal rim of the head, consistent with contact against the stem. The taper of the head is shown in figures 9 and 10, with damage being observed. This damage was likely from the interaction between the head taper and the trunnion. A detailed image of the proximal end of the taper is shown in figure 11, with a step being observed. Debris was also observed on the head." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. A material analysis has been performed. The report concluded: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was observed on the stem trunnion and head. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and the samples of debris were consistent with a corrosion product, an oxide, stem base alloy and biological material. Damage was observed on the distal rim of the insert, consistent with contact against the stem. Scratching was observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Medical records received and evaluation: a review of the provided office visit notes, revision operative report, surgical pathology report and x-rays by a clinical consultant revealed: "x-ray printouts available for review are multiple undated x-rays of the right hip with an uncemented right total hip arthroplasty in situ with no screws in the acetabulum. The acetabular shell and stem are in nominal position and well-fixed. The stem trunnion is disassociated and dislocated from the prosthetic head. An ap of the right hip and ap close-up of the right hip dated on (B)(6) 18 off of the films demonstrate the same findings as just described. Two aps of the right hip and one ap of the right femur, all labeled ¿post-operative¿ and dated on (B)(6) 18 off the films, demonstrate a restoration modular long-stem uncemented total hip arthroplasty in which the stem tip is only visualized in the ap view of the femur. One dall-miles cerclage cable is noted proximal to the lesser trochanter. The same acetabular shell as previously noted is present, with a trochanteric fracture reduced. The hip is reduced and in nominal position and at the distal end of the femoral x-ray a total knee arthroplasty is noted. One undated ap of the right hip and one ap of the pelvis, both labeled ¿post-operative¿, are unchanged from the previous description. Multiple undated views of the right hip, some labeled ¿weightbearing¿, some labeled ¿nonweightbearing¿, again demonstrate no changes in the prosthetic position with a slight displacement of the greater trochanteric fracture noted. No dated serial x-rays prior to the (B)(6) 2018 head disassociation are available. Based upon the information available for review, no determination can be made for the cause of the failed locking mechanism at the head/trunnion interface occurring approximately ten years status-post implantation." If additional information is received, this report will be updated. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on available information, no conclusion can be made. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. No further investigation is required.

Event description:
It was reported that the patient's hip was revised due to disassociation of the head from the stem. Rep also reported the patient was not very mobile/active. Intra- operatively, black tissue was noted in the patient. Patient was revised to a restoration modular stem construct, biolox ceramic head, and an adm/mdm liner construct. The shell was not revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to disassociation of the head from the stem. Rep also reported the patient was not very mobile/ active. Intra-operatively, black tissue was noted in the patient. Patient was revised to a restoration modular stem construct, biolox ceramic head, and an adm/mdm liner construct. The shell was not revised.